Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm malf 24, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level.